Event description:
A complaint was received from a customer that reported that not all of the number are being displayed. While on the phone a review of the systems was conducted. It was learned that the "hundreds and tens digits" were missing segments. A request was made to return the system for evaluation and in the meantime a replacement unit was provided.